Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The manufacturing and inspection records indicate that the ria drive shaft fulfills all guidelines and corresponds to the ao/asif specifications. Unfortunately, we can not understand in retrospect precisely and without further information what the exact reason for the problem is. We only can refer to our operations technique which refers to choose the right drill head if you have to do a bone graft. The drill head has to be 1.0 mm to 1.5 mm larger than the diameter of the mark space from the isthmus. We only can suppose that the event had happen in case of a mechanical overload. The overload has exceeded the carrying capacity of the material and this leaded a material fracture I fatigue break. The broken fracture is homogeneous what is indicating to a perfect material quality.

Manufacturer narrative:
Device used for treatment and not diagnosis. Criterion tool & die manufactured the drive shaft, minimum 520 mm length for use with ria. The parts were made to the correct material requirements, and met the hardness and required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet. There were no nonconformities associated with this lot. The investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. Criterion tool and die manufactured the drive shaft assembly part 314.743, lot 6718729. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification. Due to the damage to the tip of the instrument, the hex feature could not be measured. The instrument conformed to dimensional specifications at the time of manufacturing.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the tip was broken on the ria drive shaft. No further information was available.